Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited loss of capture after an unrelated open heart procedure. It was suspected to be due to scarred tissue from the open heart surgery. The lead was capped and replaced on (B)(6) 2020. The patient was asymptomatic and stable.